Event description:
I have saline implants from 1992. I cannot afford to remove them. I now have bilateral feet pain, osteoporosis, and right shoulder muscle pain and weakness all before age of 50. I believe it's the implants. FDA safety report ID# (B)(4).